Event description:
This pi is for the dair (debridement, antibiotics, implant retention) due to infection. As reported in annals of joint 25-5: two case reports of greater trochanter fracture at the site of femoral array placement after robotic-assisted hip replacement in the posterolateral approach: man previously treated with a contralateral hip arthroplasty, underwent an ra-tha using the same mako protocol by the same team. The patient¿s prostate cancer had been in biochemical remission for 5 years, with serial prostate-specific antigen (psa) values consistently <0.4 ng/ml; therefore, no staging bone scan was repeated before tha. Intra-operative inspection revealed normal cancellous bone without suspicious lesions. As in case 1, femoral array screws were placed in the same ¿safe zone¿. Immediate postoperative imaging showed proper alignment, and he was discharged uneventfully on postoperative day 2. Two weeks later, he returned with acute hip pain and inability to bear weight. Ward and outpatient records show full adherence to the postoperative protocol, with no documented breaches. Radiographs revealed a displaced trochanteric fracture through the original pin site. Initial treatment involved open reduction and fixation with kirschner wires; however, secondary displacement was noted, prompting revision surgery with transosseous sutures. Postoperatively, the patient developed a periprosthetic joint infection caused by methicillin-resistant staphylococcus epidermidis requiring debridement, irrigation, and implant retention, then completed an 8-week course of linezolid 600 mg twice daily plus rifampicin 600 mg daily. At the latest follow-up (12 months after the last surgery), he reported no significant pain but continued to limp due to gluteus medius insufficiency, with no laboratory or clinical signs of infection (c-reactive protein and erythrocyte sedimentation rate remained within normal limits). This sequence of events [fracture fixation, revision fixation, and dair (debridement, antibiotics, and implant retention) for infection] was each grade iii-b of clavien-dindo criteria.